Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 3 months post implantation the lens was explanted. A specific reason for the lens explant was not provided. Additional information has been requested but no new information has been received.